Event description:
Healthcare provider reported buttonhole. Also stated - - console suction was 144-147 (sufficient) and never lost suction; - got red light on bottom left of console (indicating pump failure); - will send in full system, blade and completed flap complication form for evaluation.